Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported receiving replacement meter in the wrong units of measure; mmol/l instead of mg/dl. No adverse event reported. Requested return of the alleged device and replacement was sent.